Event description:
There was an allegation of a questionable glucose hk gen.3 result from the cobas c 503 analytical unit. The initial result for a cerebrospinal fluid (csf) sample was 0.130 mmol/l. This result was not consistent with the clinical context. The repeat result was 3.34 mmol/l and was believed to be correct.

Manufacturer narrative:
The reagent lot number was 83647201 with an expiration date of 31-jan-2026. General reagent issues were excluded as the result believed to be correct was obtained using the same reagent. The field service engineer adjusted the sample probe. The investigation determined the service actions resolved the issue.